Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, one (1) year and eight (8) months post-implantation, the patient underwent revision surgery due to instability in flexion. The femoral component, articular surface, and patella were replaced without complication. Due diligence is complete as multiple attempts have been made however all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; d1; d6a; d10; g3; h2; h6; h10; h11. . D10: additional medical product: unknown patella component. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog# ni, lot# ni. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to instability. The affected components were replaced without complication. Due diligence is in progress for this event; to date no additional information has been provided.